Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was being used as a temporary pacing lead following a system replacement. This lead became dislodged and was replaced with another lead to provide temporary pacing. No additional adverse patient effects were reported.